Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2016-00518. It was reported the patient experienced ineffective stimulation. A sjm representative tried reprogramming to no avail. X-rays revealed the lead has migrated. Surgical intervention will be taken at a later date to address the issue. The patient received two scs leads. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2016-00518. Additional information received identified the leads were explanted.